Event description:
The pt experienced a loss of therapeutic effect beginning 3 days ago. She could not use her pt programmer because she got a poor communication screen message. Further info was requested.

Manufacturer narrative:
(B) (4).